Manufacturer narrative:
The alleged unintended motion/function could not be duplicated.

Event description:
Consumer's father alleges the consumer was sitting at her desk at her computer. The chair, on its own activated and the footpads allegedly forced her ankles up while her foot straps were attached and forced her ankles into a very painful position severely stretching her calf muscle. At the same time her legs were allegedly forced up and jammed her knees into the underside of the desk.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's father alleges the consumer was sitting at her desk at her computer. The chair, on its own activated and the footpads allegedly forced her ankles up while her foot straps were attached and forced her ankles into a very painful position severely stretching her calf muscle. At the same time her legs were allegedly forced up and jammed her knees into the underside of the desk.